Manufacturer narrative:
Insulin pump received with no button response due to flattened dome switch on esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. Unable to verify failed battery test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received failed battery test alarm and kept getting the alarm with each new battery. Customer stated contact on the battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.